Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels since (B)(6) 2016 of above (350 mg/dl) the customer reverted to manual injections to stabilize bg level. The customer was unsure on what could have caused elevated past bg levels. During the call with tandem technical support (cts), the customers bg level was (263 mg/dl). A system check was performed with cts. Small air bubbles were noted in the infusion set tubing. The customer was instructed on how to expel air bubbles by performing fill tubing. It was indicated that the customer would resume pump therapy and a bolus would be taken to stabilize bg level.